Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Model# was not provided..

Event description:
A (B)(6) customer received blood glucose readings of hi, 300, 159mg/dl on the contour ts. At the hospital his reading was 47mg/dl. There were no symptoms mentioned. The differences between the readings fall in the "d" and "e" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Product was replaced.